Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since the slide switch of the scope socket was worn out and defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed; the scope socket was discovered to be faulty, with the slide detection mechanism not functioning, and thus scopes that were connected were not recognized, which caused the reported issue. The evaluation also found the following: minor cosmetic damage as the front panel was slightly discolored with small kicks and scratches, and the non-olympus lamp had 0 or more hours and needed replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that their visera 4k uhd xenon light source device doesn¿t always go into high resolution mode. The issue occurred during preparation for use. Upon inspection and testing of the returned unit, it was discovered that the scope socket of the device was defective. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.